Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she experienced low blood glucose on (B)(6) 2015. The customer stated that her meter is not reliable; it was reading 258 mg/dl and she went to the emergency room and her blood glucose was 56 mg/dl. She was administered intravenous glucose and food. The customer also reported having four low blood glucose events in (B)(6) 2015 and the meter would read higher than her actual blood glucose level. Current blood glucose is 104 mg/dl. The drive support cap is normal. Last set change was on (B)(6) 2015 and customer was disconnected during the rewind/prime sequence. The reservoir was showing the same amount of insulin as shown on the status screen. Device was not exposed to a magnetic field. The doctor had checked the settings. Customer was sent a replacement meter.